Event description:
Customer states that pt got a burning sensation which lasted almost 10 days. They visited the dr and had various tests performed. The dr suggested it may be the spermicide on the condoms.